Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) displayed screen with weird noise. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - 169609), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI)#, g2. A getinge field service engineer (fse) found that screen had crack lines on the outer frame. The top screen bottom part have 2 lines of dead pixel. The metal frame inside the screen is bent, hence the hinge cause cracking noise when opening and closing the screen, also the opening and closing is rough not smooth. Have bent and adjusted the metal frame to allow the hinge to function normally again. Fse tested the display and touch screen test there was no issue found. Fse cannot assure that screen dead pixel will remain at 2 lines or lost of functionality of screen will be affected in the future. Fse recommend replacing screen unit as top screen bottom part have 2 lines of dead pixel and crack on the outer frame of the screen. The quotation has been issued. The good faith efforts (gfe's) was raised to get repair information but fse states that the unit been returned to service and still waiting for customer approval to replace the screen. The investigation shall be closed now, if any information received about repair the complaint will be reopened and updated it.